Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2015. Visual analysis of the returned device identified: shell missing 100%. Based on the device analysis the final assessment is: 100% missing shell assessed as inconclusive. Only the gel was received. The event of fibromyalgia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: fibromyalgia.

Event description:
Patient reported having been diagnosed with "fibromyalgia." Side was unspecified, this record is for the right side. Device has been explanted and replaced.